Manufacturer narrative:
One used portex® endobronchial double lumen tube was returned for investigation. A visual inspection was performed and no discrepancies were found in the returned sample. Functional testing was performed and no resistance was found when assembling the cap. The device history record was reviewed and no anomalies were found. The complaint was not confirmed, and no root cause was determined.

Manufacturer narrative:
It was reported that the event occurred in 2017. The exact date is unknown. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that the cap of a portex® endobronchial double lumen tube was difficult to fit to the tube, and easily came off. It was noted that the suspected product seemed to have variation in fitting. The reporter stated that the device might have caused an air delivery failure, and thus, "they were not allowed to use". No injury was reported.